Manufacturer narrative:
Batch review performed on 19 january 2018. Lot 162116: (B)(6) manufactured and released on 22 june 2016. Expiration date: 2021-05-30. No anomalies found related to the problem. To date, 32 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The cause of the pain was due to the stem being undersized.